Event description:
Customer reportedly obtained results of 95 mg/dl and 189 mg/dl on the compact plus system within 10 minutes. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent. Information suggests comparison was performed in the home.